Manufacturer narrative:
Additional information: section b.3, b.6, d.6b, d.9. The recipient reportedly experienced open electrodes. Device testing was within normal limits. Programming adjustments were made; however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing no sound. A review of the recipient¿s test data indicated impedance issues. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual inspection. The device passed the photographic imaging inspection. System lock was verified. The device passed all of the electrical and mechanical tests performed. The reported complaint of open circuits could not be verified during this analysis. This device passed all of the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.